Manufacturer narrative:
The customer's reported complaint description of "patient received skin burns post-procedure" is confirmed. The dispersive pads are a finished purchased device supplied to angiodynamics by (B)(4). (B)(4) and the returned device were forwarded to (B)(4) for evaluation, root cause determination and a corrective action. Per (B)(4) results from (B)(4), no containment is warranted. All inventory for this lot and raw materials/ subcomponents used in the production of lot# y011615-17 have been shipped to the customer or have been exhausted. A review of the DHR production batch records did not reveal any non-conformanaces associated with this issue. Testing of the returned device confirmed that it met device specifications. As stated int he IFU, there is a risk of burns during surgery. This device has a related hardware unit (serial number (B)(4)). Based on the service order (B)(4) (hw unit complaint file), there is no indication the rfa unit malfunctioned. Based on the low frequency, no adverse trends, no issues noted in the lot history review for the packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. (B)(4).

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A sample is expected to be received. Complaint# (B)(4).

Event description:
As reported on (B)(6) 2016 by international territory manager, patient received skin burns post-procedure. No further information received so assuming patient was okay and customer continued to us the rfa equipment(different lot number of thermopads).